Event description:
It was reported that the customer received a motor error alarm on the insulin pump. Customer stated she treated herself with bolus. Advised the customer to discontinue the use of the insulin pump and revert to back-up plan. The blood glucose reading was 245mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.